Manufacturer narrative:
Investigation description: minor wear to the exterior of the housing and display assembly. The device was powered on, the display/screen functioned as intended with no issues. For further investigation, the device was opened for inspection, and no visible trace of fluid ingress was observed. The device operated within specifications; no faults were found during testing.

Event description:
It was reported that a patient experienced water intrusion under the ilet screen, resulting in reduced screen visibility and difficulty viewing on-screen information. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no medical intervention. Investigation included review of user report, troubleshooting guidance, and arrangement for replacement with return of the original device. Investigation of this case revealed a suspected device display compromise due to liquid ingress affecting the screen assembly and visibility, without evidence of broader pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was environmental exposure leading to screen/display impairment.